Event description:
It was reported that the "in-line" stopcock, of an unknown solution set, had disconnected from the rest of the set. It is unknown if there was patient involvement, however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition could not be confirmed and the root cause could not be identified.